Manufacturer narrative:
H3: analysis of recharger, model : 97755-s, s/n : (B)(6), reveled : intermittent no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected d9 (return date). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that the recharging paddle gets really hot. Pt confirmed it's only the paddle that gets really hot. Pt mentioned that they charged their implant when the battery went down to 30% and when battery went up to 60% the paddle started to get warm; then before the battery had 5% increased the paddle had gotten really hot. When asked about the event date, pt mentioned probably about a month ago and pt stated, "most of your products I got, 'cause I 've had a few replacements parts already are used parts anyways, it's not that I'm getting new stuff, this thing is about ready to go any way I'm already on my 7 years so they probably wont last that much longer anyway you can give me the used part too". A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.